Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depletes faster than expected. In addition, it was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.